Event description:
Provider was made aware that yesterday afternoon the chair stopped and a light began flashes but the consumer did not count how many times it flashed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4) . Device evaluation received 6.11.2015. Both right and left motors were returned. Conclusion for both motors: wiggle wires by the strain relief and it will shut off and give a brake fault during bench test.

Event description:
Provider was made aware that yesterday afternoon the chair stopped and a light began flashes but the consumer did not count how many times it flashed.